Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, information for use (IFU) states: prepare equipment to be used following manufacturer instructions or standard procedure and complete the following steps to prepare the trek rx or mini trek rx coronary dilatation catheter for use. The investigation determined that the reported rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the device was not soaked or prepared prior to use. During the procedure to treat a mildly tortuous and eccentric, de novo, mid left anterior descending artery that was 90% stenosed, the 1.5 x 20 mm mini trek balloon catheter was advanced to the lesion; however, when inflating there was loss of contrast and the balloon lost pressure at a very low pressure. After removal, it was noted there was a puncture in the distal end of the balloon. Another device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.